Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter; ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 2000mcg/ml of baclofen at 653.3mcg/day via an implantable pump for intractable spasticity. It was reported the patient's pump had been flipping and moving in the pocket. The event date was provided as (B)(6) 2019. The rep indicated the cause of this event was not determined. The patient was referred for a pocket revision. On (B)(6) 2020 the patient's pump pocket was revised. The catheter was assessed during the pocket revision and it was noted a small piece of the pump segment appeared to be frayed. No leakage was observed the section of catheter that appeared frayed. The pump segment of the catheter was replaced with a new catheter. The segment had been discarded by the healthcare provider. It was reported the issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.